Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effec() of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: patient code 2263 was removed.

Event description:
Additional information: although the site reported restenosis, the time line between the procedure and the readmission do not support tissue growth in 3 days. Our medical reviewer opinion has categorized this as thrombosis within 3 days.

Event description:
Subsequent to filing the initial MDR, the following additional information was received: restenosis was treated on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Patient code 1984 - pti was removed and replaced with code 2263 - pti.

Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H3 other text : the stent remains in patient.

Event description:
It was reported that the 2.50x15mm and 2.75x28mm xience sierra stents were implanted on (B)(6) 2019. On (B)(6) 2019 the patient was re-admitted with angina. Percutaneous transluminal coronary angioplasty was done as treatment. There was no adverse patient sequela reported. No additional information was provided.